Event description:
It was reported that end user was seated on chair, when the legs to one side gave away, followed by the legs on the other side. User went down to floor. No initial injuries at time of incident, possible injury to tail bone reported.